Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was dispatched from emergency medical services on (B)(6) 2021 as they experienced high blood glucose. Customer stated they were hospitalized for few hours. Customer's blood glucose level was 336 mg/dl the time of hospitalization. Customer was treated with intravenous infusion drip at the hospital. The customer experience symptoms of feeling sick. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not alleged insulin pump was over delivering. It was unknown if insulin pump was on auto mode feature at the time of low blood glucose event. Customer declined troubleshooting for high blood glucose on insulin pump. The insulin pump will not be returned for analysis.